Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. A non-conforming pneumatic module was replaced to address the issue. The module was returned for testing. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a constellation system and tested. There was no nonconformity observed, and the sample passed the vit surgical test with no issues. The reported event was not replicated. The root cause of the reported event is attributed to component wear. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system did not cut and did not perform suction. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).